Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial channel as well as undersensing. Additionally, boston scientific technical services (ts) discussed with the health care professional (hcp) about a pacemaker mediated tachycardia (pmt) episode that looked more like atrial tachycardia. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.